Manufacturer narrative:
The lead remains implanted and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited out of range pacing impedance measurements on the left ventricular (lv) channel. Measurements have been chronically high at greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The lead was subsequently explanted and returned. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted stretched conductor coils and electrocautery damage on the insulation. Resistance testing confirmed the electrical continuity of the returned segment. Additional testing was not performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.